Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Reportedly, due to the elevated bg, the customer began vomiting. Customer administered a correction bolus via the pump to address the bg. Customer to replace supplies as necessary and resume insulin. Multiple attempts were made by tandem to follow up on the reported issue, however, no response was received.